Event description:
During servicing of monitor sn (B)(4), which was returned for investigation into a patient's death, a reportable device malfunction was found. The monitor failed incoming functionality testing. Review of the events surrounding the patient's death indicate that the pt experienced an asystole event. Asystole is considered a non-treatable rhythm with the lifevest. There is no evidence that the defective monitor caused or contributed to the patient's passing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause of the failure was isolated to an intermittent t3 transformer on the defibrillator pca. The root cause for the intermittent t3 could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.